Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw boot was peeling along the sides, top and tip. There were no signs of usage and no evidence of blood. Based upon the visual observations, the reported complaint for "silicon coating on jaws coming off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the insulation was coming off the jaws upon opening the box. A new kit was used to complete the procedure. There were no patient effects. The product was returned.